Manufacturer narrative:
Investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) the medication could not be properly delivered. There was no report of patient impact. The following information was provided by the initial reporter: friend of consumer reported, no insulin flow when taking injection stated, if consumer is taking (B)(4) units, six units will come out and then she has to use a second pen needle to get the rest stated, he could not be sure if consumer is priming everytime. Stated, 6 boxes were purchased and 150 pen needles between the boxes, did not work.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) the medication could not be properly delivered. There was no report of patient impact. The following information was provided by the initial reporter: friend of consumer reported, no insulin flow when taking injection stated, if consumer is taking 8 or 10 units, six units will come out and then she has to use a second pen needle to get the rest stated, he could not be sure if consumer is priming everytime. Stated, 6 boxes were purchased and 150 pen needles between the boxes, did not work.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.